Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and the home patient (hp) had an alarm during fill that the hp could not clear, so she took the heater bag off the line and replaced it with another bag. The technical service representative (tsr) assisted the hp with ending therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported that the user took the heater bag off the line and replaced it with another bag, which is a use error/reuse of single use product. The assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.